Event description:
Reportedly, during a maintenance visit, the sevice technician reported whilst there they had a line explode on this machine. The machine was checked over, and the history was downloaded. There was no report of patient injury, death or intervention.

Manufacturer narrative:
Evaluation results are anticipated, but were not recieved at the time of this reportreview of the device history record has shown no indicators related to the complaint. The device met all release requirements. Date of manufacture: 2003

Manufacturer narrative:
MFR date: 2003. No fault found. Self test carried out - passed. History downloaded. Doors decontaminated. Calibration snd technical safety check carried out - passed.